Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the needle with the first plate deployed returned for evaluation. The device was not returned on the original packaging. The second plate was positioned for deployment. According to the instructions for use, after the assembly of the needle, at desired depth, squeeze the deployment lever (dark gray) while maintaining depth positioning to deliver the first implant. Remove the needle from the tissue and retain visibility of the tip of the needle in the scope to ensure the second implant maintains the proper position. Pull the loading trigger (red) to load the second implant to the firing position of the needle (should be seen at 20mm marking). Penetrate the tissue to desired depth using needle laser markings as a depth indicator. At desired depth, squeeze the deployment lever (dark gray) while maintaining depth positioning to deliver the second implant. Therefore, the device had signs of use. As the device show signs of use, the reported complaint of failure without use cannot be confirmed. A functional test was performed to the second plate, the needle was assembled into a testing meniscal gun. The red grey was fully squeezed, the second plate was successfully deployed, no obstruction or difficulties while deploying were found. It was verified that the pusher shaft tip is sliding out completely from the applier needle. The overall complaint was confirmed as the observed condition of the omnispan meniscal repair 27deg would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction before procedure; it is possible that the triggers got mishandled during the preparation of the device. As per the instructions for use, the instructions for use are provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Visual inspection of the returned photo found the needle appears to be in a used condition, the first plate and the suture were completely deployed. The second implant was positioned for deployment inside of the needle. As the device show signs of use, the reported complaint of failure without use cannot be confirmed. No other anomalies were noted. Device history lot: there was no non conformance regarding this lot.

Event description:
It was reported that during a meniscal repair procedure, the omnispan meniscal repair 27 deg device plate was detached. During an in house engineering evaluation it was found that the device came apart. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.